Event description:
A pump with " doesn't work / no details". Information was not provided regarding whether or not this event occurred during patient use. No patient injury or medical intervention reported.